Manufacturer narrative:
Based upon the investigation findings, the reported event has been determined inconclusive. There were no images/records available for evaluation. The devices were explanted but were not available for evaluation a manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the exact root cause could not be determined based upon available information. Additional devices: model ba28-90/i16-30, lot: 1043311-008, release date: 5/16/2015, expiration date: 3/31/2015. Model a34-34/c100-o20, lot: 1031801-028, release date: 3/28/2012 . Expiration date: 2/28/2013.

Event description:
It was reported that approximately 24 months post implant of a bifurcated device, an infrarenal aortic extension and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room with unknown symptoms. The hospital performed a computed tomography scan which indicated the patient had an endoleak (component separation between the bifurcated device and the infrarenal aortic extension). The physician elected to correct the endoleak by explanting the devices due to the difficulty nature of the case. The patient was reported to be doing ok post procedure.